Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a lithovue flexscope was used in a flexible ureteroscopy procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the lithovue flexscope was not recognized by the monitor and problem with lithovue flexscope user message appeared on the screen. There were no more scopes available at the time of this case. The procedure was cancelled due to this event. There was no serious injury/adverse effect to patient as a result of the event.

Manufacturer narrative:
Block h10: device problem code 3191 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: investigation results a visual inspection of the returned lithovue flexscope was performed. Product analysis of the returned device confirmed. The device was found to have no image due to bad calibration. The calibration data was downloaded and found to be lost/corrupted. The device was recalibrated and displayed a clear, live image. There is no evidence to suggest the cause of the failure is related to manufacturing, design, or site specific. Therefore, the investigation conclusion code assigned is cause not established, indicating the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a lithovue flexscope was used in a flexible ureteroscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the lithovue flexscope was not recognized by the monitor and problem with lithovue flexscope user message appeared on the screen. There were no more scopes available at the time of this case. The procedure was cancelled due to this event. There was no serious injury/adverse effect to patient as a result of the event.